Event description:
A healthcare professional reported during intraocular lens (iol) implant procedure, the surgeon noticed that the lens had a tear and did not stay inside the eye. The lens was explanted and discarded, replaced with unspecified another lens during initial procedure. The procedure was completed on same day without any harm to the patient.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).